Manufacturer narrative:
(B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed. The patient reported stumbling and experienced pain, loosening was not identified. The pain continued and inspection of the hip revealed atrophy, tenderness, pain, and crepitus. The patient received a steroid injection but continues to experience pain. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined, it was noted the patient fell however the reason for the fall is unknown. No problem was found in relation to the bursitis, as it is a procedure related event after review of a hcp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Initial report was submitted under the wrong MFR number, see 0001822565-2022-03081. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03077, 0001822565-2022-03078, 0001822565-2022-03079, 0001822565-2022-03080 and 0001822565-2022-03082.

Event description:
It was reported that patient experienced left hip atrophy, tenderness, pain and crepitus with range of motion approximately 1.5 years post implantation. The patient received an injection to help with the pain. Attempts have been made and additional information on the reported event is unavailable at this time.